Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, overall, the patient¿s implantable neurostimulator (ins) was ¿great¿ and they had not had to wear pads once they got the device. However, recently, they had a loss of symptom control. This was noted as occurring ¿a week¿ ago ((B)(6) 2019). Actions taken prior to the report, the patient was ¿playing¿ with their programmer trying to adjust the stimulation. During this report, using the programmer, it was determined that the stimulation was off. The patient was assisted with turning the stimulation back on and it was increased to 1.7 volts where they felt the stimulation comfortably in the bike seat area. The patient stated that they did not know how the ins got turned off and mentioned that today was the last time in a long time they had checked the implant with the programmer. They noted that the last time they checked the settings was a year or tow ago. The patient was redirected to follow up with their healthcare professional (hcp) if the symptoms did not improve after turning the stimulation back on (and increased). They stated that they currently did not have a managing hcp for the device so physician listings were sent to them. Follow up information received from the patient on (B)(6) 2109 reported that the circumstances/cause was that they called the manufacturer to decipher the screens, forgot what the symbols were, and they were not sure if the implant was on. The patient stated that they managed to find the implant working imperceptibly. ¿adding all felt sensations¿. They did not know when the battery needs changing and who services if. The patient stated that they had excellent results using the stimulator and it was still working as well as possible¿. The patient did mention they would like to know the long term effects. Further follow up information received on (B)(6) 2019 from the patient reported that the only thing they could think of as to the circumstances/cause of the stimulation being off was that they put on a tens unit for a minute or two. They checked and saw that it was not compatible so they turned the tens unit off. The patient stated that all seems to be working well. There were no further complications reported or anticipated.